Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported when the programmer was powered on a system error was displayed. There is a possibility that the programmer got wet from a water mishap at the hospital. The programmer is being returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the programmer was powered on a system error was displayed. There is a possibility that the programmer got wet from a water mishap at the hospital. The programmer is being returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event concerning the error, the device powered up correctly. It was noted that there was water damage to the device and particularly heavy damage in the display area, also the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board.